Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. It was reported that the procedure was a venogram. The xxl dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ therefore this device is not recommended for a venous setting. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient underwent a venogram. An 18-4/5.8/75 xxl esophageal balloon catheter was then used, however, the balloon ruptured during the procedure. No patient complications were reported.